Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number-2017865-2020-05758. It was reported that the patient presented in the emergency department. Upon interrogation, it was noted that the implantable cardioverter defibrillator misinterpreted a supraventricular tachycardia as ventricular fibrillation which resulted in inappropriate shocks. It was noted that the device functioned appropriately based off its programmed settings. Some of the shocks were inhibited due to the right ventricular lead having low defibrillation impedance. No device intervention was performed. The patient was in stable condition and will continue to be monitored.